Manufacturer narrative:
The analysis of the lead revealed multiple signs of abrasion at the is-1 connector plug and at both df-1 connector plugs. Close to the ventricular df-1 connector pin a conductor fracture of the conductor cable to the rv shock coil was found. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 9 months, shock impedance values > 150 ohm were reported via home monitoring. During the revision procedure, the physician tried to reconnect the high voltage pin but nothing changed, so he decided to remove the system and to implant a sub cutaneous ICD. All other values were in range. No adverse patient side effects have been reported.